Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) stopped compressions, and displayed "realign patient" error message was confirmed in the archive data, but was not confirmed during the functional testing. No malfunction was observed that could have caused, or contributed to the patient's death. The autopulse platform functioned appropriately, and as intended. The likely root cause relates to the size of patient during the use of the platform. Upon visual inspection, no physical damage was observed. A review of the archive file showed the autopulse platform stopped compressions multiple times due to ua02 (compression tracking error) on (B)(6) 2020. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed the take-up target and the (max load sum exceeded 40 lbs. Calculated) confirmed the size of the patient/object is too small and light in weight during the take-up or compression; thus, confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error. During final functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, and no issue was observed and therefore, the customer's reported complaint could not be replicated. Waiting for customer's approval for service. Per medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start, or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient #:1: during patient use, the autopulse platform stopped after a couple of compression and displayed "check patient alignment" message. The crew immediately perform manual CPR. Patient expired. Per reported, death is not related to the autopulse platform. Please see the following related MFR report: (B)(4), MFR # 3010617000-2020-01074 for patient 2.